Event description:
The customer reported having high blood glucose of 400mg/dl. The customer stated that the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. The customer mentioned that the insulin pump was making a weird nose, and she requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, it was unable to perform the basic occlusion test and excessive no delivery alarm test as a result of a loose drive support disk. The insulin pump passed the displacement test and no weird noise or motor noise anomaly noted during testing.